Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response on the down arrow button, problem isolated to keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump all buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they went to pool and only down button was responding. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that all buttons were unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.